Manufacturer narrative:
Additional information: a1, a2, a3, a4, b2, b6, b7, d10. Correction: b1, h1, f10/h6: health effect-clinical code, f10/h6: health effect-impact code. Additional information b5: the patient was receiving heparin at a prescribed dose of 1150 units per hour, rate 11.5ml/hr, and volume 250ml. The pump was reportedly empty after an hour and ¿over infused the dosage¿. This occurred in the emergency room. The patient ended up with critical high lab values that required additional monitoring and lab draws. The patient did recover and was later (date not specified) discharged in good/stable condition. Correction h11: the device was received for evaluation. During functional testing the device was tested for flow accuracy and over delivered with error percentages of 6.5824% and 107.37%. A review of the event history log was performed for the reported event date. An infusion of heparin programmed at a rate of 11.5ml/hr and a volume-to-be-infused of 250ml ran for 74minutes until the user stopped. The total volume given at this time was 14.2 ml, which is the correct calculation by the pump. There were no abnormalities that could cause or contribute to the reported problem observed in the history log. The reported condition was verified. The cause of the condition was determined to be unsecure motor mount screws. The motor requires replacement to address this issue. A nonconformance investigation has been initiated to investigate the unsecure motor mount screws found during service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusing was reproduced. A review of the event history log revealed the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing and the infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be unsecure motor mount screws. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.